Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported that the insulin pump was not working correctly. The blood glucose was unknown. The customer stated that they have been having issues with the insulin pump and was not comfortable with the insulin pump. The customer has pancreatic cancer and that he was very sick, customer was on morphine shots and on manual injections at this time. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). No device problem found. The pump passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.